Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image was no longer displayed due to the failure of the charge-coupled device (ccd) unit. However, the root cause of the ccd failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the high definition autoclavable camera head did not display an image on the screen. The issue was detected during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the allegation of the non-display of the image on the screen was confirmed. The lack of a display image was due to a defective charge-coupled device. A kink or knot was found on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.